Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was asymptomatic. It was noted that loss of capture, fluctuating capture thresholds and p waves were noted in the atrial lead. Lead dislodgement was suspected. The lead was being monitored. The patient was stable.